Event description:
"Fied." Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and abscess. No further patient complications were reported.